Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3448 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3448 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of sleeve gastrectomy and bariatric surgery in 2020, c-section in 2010 and menometrorrhagia, abortion, sleep apnea, morbid obesity, migraine, uterine leiomyoma, lactose intolerance, covid-19, depression, bipolar disorder, anxiety, anemia, itchy throat, rash, past tobacco smoking (began smoking at age 18 smoked for more than 10 years. Smoked 1/2 pack a day. Quit smoking less than 1 year ago), tonsillectomy, tubal ligation, anemia, uterine fibroids, heavy menstrual bleeding (bleeding problems: describe your periods or this episode of bleeding: 'heavy (i.e. Changing pad or tampon in less than 2 hours). Heavy bleeding), uterine leiomyoma and menstruation frequent. Previously administered products included: effexor and methamphetamine hcl. The patient had a family history of mental disorder, type 2 diabetes mellitus, heart disease, unspecified and stroke. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3453 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with lactated ringers (calcium chloride;potassium chloride;sodium lactate), cefazolin, buspar (buspirone hydrochloride), hydroxyzine and lithium as well as surgery (robot assisted total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus on (B)(6) 2022 and as per mr on (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] on (B)(6) 2019: one abnormal past pap result. Abnormal pap results: hpv. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information, product indication, medical history and lab data added, product stop date event onset date , non drug treatment and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.